Event description:
It was reported that the patient had a "catheter issue" and the catheter was revised. Following the revision, patient developed an infection at the catheter implant site which has since "cleared up." Drug delivered via the device was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter model 8596sc, serial# (B)(4), implanted: (B)(6) 2010 explanted: unk.

Manufacturer narrative:
(B)(4).